Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, the surgeon felt like the seal on the device was tight and forced him to exert force to push the stapler down it. He was concerned this could cause the seal to leak pneumo. No adverse effects occurred to patient or procedure. No delay in case time. There was no patient injury. The device was discarded.